Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 495 mg/dl with ketones (0.2). To address the bg level, the customer delivered a correction bolus via the pump. Reportedly, the customer consumed large amount of carbohydrates and did not deliver a large enough bolus to cover for the food consumed. Additionally, a system check was performed by tandem technical support and showed that pump was performing as intended. Reportedly, the contact changed out the infusion site and resumed pump therapy.